Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, intermittent low blood glucose (bg) events occurred. Bg value not provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.